Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image flickered due to a communication failure caused by a failure of the cable. It is likely that the faulty cable was caused by poor water tightness on the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were not confirmed. In addition to the reportable finding documented in b5, there was also a shadowing image due to disconnection of the cable unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head displayed a purple-blueish and distorted image. The event occurred during preparation for use for an unspecified procedure. The intended procedure was not affected. There was no report of patient harm associated with the event. The device was returned for evaluation. The evaluation found a flickering image was displayed due to poor water tightness of cable unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.